Event description:
Customer reported there was no scan option on the device after programming for the function and performing a hard and soft reset. A request was made for return product and replacement product was sent.